Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the main pcb (printed circuit board) assembly, heart block, lead flex cover, battery drawer, heart lead flex, and one main pcb screw are contaminated. Upper and lower cases are broken and contaminated. Ring and side bail covers are broken. Serial number label and encoder flex are damaged. Lcd (liquid crystal display) is corroded. (B)(4).